Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed based on clinical assessment. There was no medical documentation available for review; however, suboptimal images were available. Product use might have been incongruent with the IFU and sizing recommendations due to ruptured state of the aneurysm and the use of an infrarenal cuff that was two sizes bigger than the main body. There was substantiating evidence to support an intra-operative type iii-a endoleak as a result of an inferior migration, although a persistent type I-a endoleak could not be excluded. There might have been evidence of an endoleak in the left lateral aspect of the bifurcation. Unknown endoleak was substantiated. There was substantiating evidence of non-exclusion of the rupture on the last run of this angiogram study. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause is most likely related to the emergent nature of the event. The product use in this event is off-label.

Event description:
It was reported that during implant of a bifurcated device, a suprarenal aortic extension and an infrarenal aortic extension, complications occurred after completion of the endovascular procedure. Reportedly, the patient presented to the emergency room with a ruptured aneurysm. The physician implanted the bifurcated and the anatomy was angled, he then implanted a suprarenal aortic extension, and it slipped down causing an endoleak. Physician then added an infrarenal aortic extension to seal the endoleak. A final angio was done, and no sign of endoleak. After procedure was completed patient was submitted to postanesthesia care unit (pacu), and an hour later had a mass drop in pressure, and expired.